Manufacturer narrative:
The service engineer (se) inspected the device and verified the reported issue. The se found the neo filter was saturated with water and the exhalation flow sensor (evq) had water damage. The se replaced the evq. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated an occlusion alert, had high return tidal volume, was in operable and had a safety valve open. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.